Event description:
Healthcare professional (hcp) reported two incidents of blood leaks at the interface of the blood port on the psn 120 dialyzer and the luer lock on the cobe c3 bloodline. Blood loss is reported as minimal for each incident. No patient injury or medical intervention was reported per hcp.